Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the broken bur which was not returned by the customer. Brasseler will follow up with a supplemental report if more information becomes available.

Event description:
The oral surgeon was performing a buccal corticotomy procedure when the head of the 701 dental bur separated from the shank and became embedded in the bone. Additional bone was removed to remove the 701 dental bur head out of the bone.